Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect and the was into the patient. After the transseptal puncture was successfully completed the blood pressure of the patient dropped. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present. The physician performed a pericardiocentesis to help treat the effusion, but the pericardial effusion persisted. The patient underwent open heart surgery to treat the pericardial effusion. The pericardial effusion was successfully treated, and the patient did not experience any other complications as a result of this event. The patient has since been discharged home and is doing well.

Manufacturer narrative:
D4 model number updated. D4 lot number updated. D4 catalog number updated. D4 expiration date updated. D4 unique identifier (UDI) # updated. H4: device manufacture date updated.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect and the was into the patient. After the transseptal puncture was successfully completed the blood pressure of the patient dropped. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present. The physician performed a pericardiocentesis to help treat the effusion, but the pericardial effusion persisted. The patient underwent open heart surgery to treat the pericardial effusion. The pericardial effusion was successfully treated, and the patient did not experience any other complications as a result of this event. The patient has since been discharged home and is doing well.